Event description:
A surgeon reported a patient with poor vision in the left eye, noted at one day post op lasik surgery. The flap had slipped from position. The surgeon repositioned the flap. A bandage contact lens was placed to secure the flap's position. The patient was seen at follow up appointment and was doing well. No further vision issues were reported. No additional information is expected.

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).